Event description:
"On october 19, the patient went to the hospitalization service to start a chemotherapy cycle due to a diagnosis of acute lymphoid leukemia. In the procedure performed by the head nurse, the presence of discomfort and heaviness was identified, in addition to the observation of the catheter protrusion, and the patient could not sit upright due to pain. The patient was evaluated by the pediatrician on duty who requested a CT scan of the chest which reported: conclusion: catheter with left subclavian subcutaneous reservoir with fracture of the catheter, with migration of the fragment of approximately 80 mm in length to the right pulmonary artery. At the time of the study, the proximal segment of the catheter was observed outside the subclavian vein in the soft tissues (at the time of the interpretation of the study the patient was in the hemodynamics room for extraction of the migrated fragment of the catheter)."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36989477 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of (B)(4) access ports released in january 2022. Investigation results: we did not receive the complaint sample for investigation. We received 2 x-ray videos taken during distal part of the catheter removal procedure. We can see the distal part of the catheter being removed with a lasso. The length seems to correspond to the 8 cm declared by the customer. It can be deduced that the rupture took place in the middle part of the catheter. In the information received we are learning that the access port catheter was implanted via the right subclavian vein. Conclusion: catheter implanted via sub-clavian vein. The rupture took place at a distance from the access port. Without the device it is impossible to determine the root cause aof the rupture. However considering the aforementioned elements we can hypothesize that the catheter was crushed in the costo-clavicular space and repeated squeezing have led to catheter rupture: it is the pinch-off syndrome. However, only the examination of the explanted catheter could allow us to confirm this hypothesis. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route, no corrective action is envisaged for the moment. No corrective action is envisaged.